Event description:
It was reported the right ventricular (rv) lead exhibited threshold that was increasing over time. The rv lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was received, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant: product ID d284drg implantable cardioverter defibrillator, implanted: 2009-(B)(6), product ID 694958 implantable tachy lead, implanted: 2006-(B)(6). (B)(4).